Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion set tubing became disconnected from the pump. No adverse event reported. Alleged device has been discarded; no product will be returned.